Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in the (B)(6).

Event description:
Patient was hospitalized with ketoacidosis in ICU. The customer reported repeated occlusion errors. The pump gave warning of all errors. Pump will be sent in for investigation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.